Event description:
The customer reported that the ortho provue analyzer read a clear negative result as a 1+ positive reaction in the first microtube when performing abo and rh typing. The provue posted a nrd (no result determined) error message since the forward and reverse grouping did not match. No erroneous results were reported. A false positive result may lead to the misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the customer site and adjusted the reader camera and performed a reference card test. Service has returned the instrument to expected operation. A search was performed concerning complaints logged by this customer. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).